Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 325cc mentor smooth round moderate profile prostheses and experienced postoperative right-sided deflation and left-sided device migration. The patient stated that mammogram performed on unspecified date indicated right-sided deflation. The diagnosis was confirmed based on physical examination. As a result, the patient underwent bilateral removal and replacement with two unspecified saline breast implants on (B)(6) 2021. The event date was estimated as (B)(6) 2021 based on available information. This report is for the left-sided prosthesis.